Manufacturer narrative:
(B)(4).

Event description:
It was reported an unspecified error message occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was the transmitter and app were unable to establish a connection. The reported event of unspecified error message is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.